Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 25. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.